Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to air being sucked into the disposable because the supply bag became disconnected from the supply line after falling. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during use during dwell 2 of 4. The patient was connected. The caregiver (cg) stated that the supply bag fell off and disconnected. The cg stated that he had already cycled the power twice and the hc was back to the "connect bags" prompt. The baxter technical service representative (tsr) explained the alarms and that the supplies were compromised. The tsr informed the cg that he would need to start over with new supplies or finish manually. The cg would start over with new supplies. The tsr advised the cg to contact the nurse in the next twenty four hours to let the nurse know what happened. The tsr then reviewed the proper procedures per the user manual with the cg. The cg understood the explanations, would start over with new supplies, and call the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the se 2240. The cg stated he was able to resume therapy successfully after starting over with new supplies. The cg stated he could not tell what caused the bag to disconnect and thought everything was connected properly. The cg stated everything looked normal. The cg stated he spoke to the nurse about the alarm and stated the patient had been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.